Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 21-MAR-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer was not ejecting and required replacement. A Field Service Engineer (FSE) wiggled the pocket while attempting a release and successfully released the drawer, found medication instructions lodged under the pocket which contributed to the issue, removed the obstruction, tested the drawer successfully to resolve the problem. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer was not ejecting and required replacement. The customer tried to recover the system but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.